Event description:
Rv defib impedance >200 ohms july, and then shortly after the bipolar impedance rose to 2500 and greater ohms. Lead fractured. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).